Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.

Event description:
The customer alleged the pump was under delivering during testing.